Event description:
The reporter indicated the surgeon was inserting a 21.5 diopter cq2015a collamer aspheric three piece lens and noted, looking at the lens under the microscope, the lens looked like it had twisted and the back haptic was being pushed forward over the lens by the plunger inside the cartridge. The surgeon decided not to continue ejecting the lens, there was no pt contact or injury. Another same model lens was loaded into a fresh injector system and the lens was implanted with no problem.

Manufacturer narrative:
(B)(4): evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).